Event description:
It was reported that after the first inflation in the area of the peroneal-popliteal arteries, the pta balloon would not deflate. Attempts were made to deflate the balloon with a syringe, and cutting the inflation hub, but these were unsuccessful. The balloon was punctured with a guidewire and deflated. The balloon was removed through the introducer sheath without incident and another pta balloon catheter was used to complete the procedure. There was no report of injury to the patient.

Manufacturer narrative:
The device history records are being reviewed. The sample has not yet been returned to the manufacturer. The investigation is currently underway.